Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp high baseline alarm and condensation in the helium tubing is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had a high baseline alarm and that the pump console was very hot by the helium tank. It was noted that condensation in tubing was clear without any evidence of blood. The rn stated the condensation was close to the connection at the pump and that it was a cloud and a couple of drops of water. The iabp was very hot and there was nothing blocking the fan and there was no other piece of equipment close to the console. The rn stated that the fan was blowing hot air. As a result, the pump was swapped out. The clinical support specialist (css) also had the rn re-position the patient and hyper-extend the hip. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had a high baseline alarm and that the pump console was very hot by the helium tank. It was noted that condensation in tubing was clear without any evidence of blood. The rn stated the condensation was close to the connection at the pump and that it was a cloud and a couple of drops of water. The iabp was very hot and there was nothing blocking the fan and there was no other piece of equipment close to the console. The rn stated that the fan was blowing hot air. As a result, the pump was swapped out. The clinical support specialist (css) also had the rn re-position the patient and hyper-extend the hip. There was no report of patient complications, serious injury or death.